Event description:
It was reported that 6 hours after a pneumonectomy procedure, the pt had a massive blood pressure decrease. During a re-operative, the staple line was opened and there was bleeding of the arteria pulmunaris. Pt expired.

Manufacturer narrative:
Info not available, device not returned for analysis.